Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was programmed with wizard bolus and monitored. Unit was calculated and delivered correct amount of insulin and recorded properly in bolus history screen. Units left on status screen matched the units left inside reservoir. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 40 mg/dl. The customer stated that when tries to bolus it is giving him less insulin than he used to. The customer found through care link his car ratio is 1.0 and he had it programmed to 0.38 and once we changed that he was getting the right amounts.

Manufacturer narrative:
The pump passed the delivery accuracy test.